Event description:
It was reported that the customer was hospitalized for low bgs. The causes of low bgs were unknown. The customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin concentration, programming, and histories on the e pump were accurate. The customer indicated that their bgs were high the day before the admission. Suggested the customer to call their dr to discuss possible causes of low bgs.